Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hal software error detected and the main arm cannot communicate with the motor arm. Customer blood glucose reading was 150 mg/dl. Customer was able to clear the alarm and finished rewinding. However, the issue reoccurred. Insulin pump will be returning for analysis.

Manufacturer narrative:
The main arm cannot communicate with the motor arm error and hal software error detected error not found during testing. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and the displacement test. (B)(4).